Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') and haemorrhagic ovarian cyst ('hemorrhaging cyst on my right ovary') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced haemorrhagic ovarian cyst (seriousness criterion medically significant), scar ("trouble on my left side/immense amount of scar tissue") and gastrointestinal disorder ("scar tissue has to be removed for my intstines to function properly"). The patient was treated with surgery (hysterectomy on (B)(6) (unspecified year)). Essure was removed. At the time of the report, the medical device removal, haemorrhagic ovarian cyst, scar and gastrointestinal disorder outcome was unknown. The reporter considered gastrointestinal disorder, haemorrhagic ovarian cyst, medical device removal and scar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2019: quality safety evaluation of product technical compliant. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') and haemorrhagic ovarian cyst ('hemorrhaging cyst on my right ovary') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced haemorrhagic ovarian cyst (seriousness criterion medically significant), scar ("trouble on my left side/immense amount of scar tissue") and gastrointestinal disorder ("scar tissue has to be removed for my intestines to function properly"). The patient was treated with surgery (hysterectomy on 20th march (unspecified year)). Essure was removed. At the time of the report, the medical device removal, haemorrhagic ovarian cyst, scar and gastrointestinal disorder outcome was unknown. The reporter considered gastrointestinal disorder, haemorrhagic ovarian cyst, medical device removal and scar to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.